Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the initial reported condition that the device was not functioning was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, the trigger did not move smoothly, the device was worn, had component damage, unable to assemble, and could not insert the k-wire. It was further determined that the device failed pretest for check for sticky triggers, check the battery casing coupling, check the cannulation and check the attachment coupling. It was noted in the service order that the device was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.